Event description:
During product evaluation by a baxter service technician, a flogard volumetric infusion pump was found to contain a damaged power cord. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during the investigation of (B)(4). "The cause was identified to be a damaged ac power cord." "To correct this condition, the ac power cord was replaced." If any additional information is received, a follow-up will be sent.